Event description:
The covidien representative received a report from a customer that the tracheostomy tube was consistently deflating. The pt was recannulated. The lot number and the size of tube are unk.

Manufacturer narrative:
The lot number is unk; therefore, the date of manufacture cannot be determined. If the sample is returned, a failure investigation will be performed. If significant info is identified from the investigation, a summary of the investigation results will be provided in a supplemental report.